Manufacturer narrative:
A shipment was received labeled for this pr, but the shipment just contained an empty sample kit. No product or photo was returned by the customer. The customer complaint of a slice in tubing causing a leak could not be verified due to the product not being returned for failure investigation. Device history record review for model 2477-0007 lot number 22125398 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
Material#: 2477-0007, batch number#: 22125398. It was reported by customer that blood product spiked with blood tubing, when primed tubing noted to be leaking and found to have slice in it. Partial loss of blood product related to new set needing to be primed. No patient harm noted just a loss of blood product. Verbatim#: injuries or adverse event: no. Item: 2477-0007. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Reported issue: (B)(6)/cchs states "blood product spiked with blood tubing, when primed tubing noted to be leaking and found to have slice in it. Partial loss of blood product related to new set needing to be primed. No patient harm noted just a loss of blood product.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.